Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session would not stop. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the sensor session would not stop is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.